Event description:
It was reported that balloon rupture occurred. The target lesion was located in radial arteriovenous fistula. A 6.0mm x 80mm x 75cm athletis pta balloon dilatation catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was stable after the procedure.

Manufacturer narrative:
D2b: pro code (product code): dqy.

Manufacturer narrative:
D2b: pro code (product code): dqy. Device evaluated by MFR: an athletis device was received for analysis was received for analysis. A visual examination identified that the balloon was not subjected to positive pressure as the balloon was received with the balloon protector covering the balloon. The investigator removed the balloon protector to confirm that the balloon was not subjected to positive pressure. The rated burst pressure for this device is 40 atmospheres. The returned device was attached to an inflation unit. Positive pressure was applied, and no leaks or issues was noted with the balloon. A visual and tactile examination identified multiple shaft kinks along the length of the shaft. A visual and tactile examination identified no damage to the tip.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in radial arteriovenous fistula. A 6.0mm x 80mm x 75cm athletis pta balloon dilatation catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was stable after the procedure.